Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The customer has attempted touch screen calibration and the issue continues. There was no patient involvement.

Manufacturer narrative:
G4: (B)(6) 2019 b4: (B)(6) 2019 the touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. The touchscreen measured resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/05/2019.

Event description:
The customer reported touchscreen failure. Customer has attempted touch screen calibration and the issue continues. There was no patient involvement.